Event description:
Attempted a heart catherization on 7/24/96 utilizing the right superficial femoral artery. An arteriography was performed on 8/2/96 for an abdominal aortagram which showed a foreign body in the right superficial femoral artery. This was removed on 8/2/96. It was determined the fragment was part of the catheters guide wire coating used on 7/24/96.